Event description:
It was reported that the patient presented to the hospital for a generator change and right atrial (ra) lead extraction. The ra lead was previously noted to exhibit low pacing impedance by the pacemaker clinic. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.